Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a very complex procedure to treat a de novo lesion with mild tortuosity and heavy calcification in the mid circumflex (cx) coronary artery, the 2.75 x 8 mm xience xpedition stent delivery system (sds) met resistance during advancement and could not cross the lesion. During withdrawal, there was resistance when the stent entered back into the guiding catheter. After removal of the sds the stent implant was no longer on the balloon. The stent was observed to be inside the y connector. The stent implant was retrieved from inside the y connector and the stent struts were flared. The stent implant and the sds were discarded. Another sds was used to complete the procedure without issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.